Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried specimen coated on the tip clamp, sleeve at position 8. Fse cleaned all tips clamps, plunger clamps, sleeves and compression springs. The instrument was tested without further problem, and was returned to expected operation.